Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lx I 725 instrument for three pts. Three erroneously elevated accu tni results, the risk stratification range, were reported out of the lab. An ER physician sent two of the pts to another hospital for treatment. Fresh samples were collected from all 3 pts and accu tni results obtained were in the different clinical range, and were reported out of the lab. The original samples of pt 1 and 2 and the 3rd sample of pt 3 were tested on a different instrument and lower results were obtained. Corrected reports were sent. Customer stated that the two pts underwent a heart catheterization procedure.

Manufacturer narrative:
Samples are collected by lab phlebotomy staff in plastic bd lithium heparin plasma tubes. The specimens are centrifuged at 3,200 rpm for 7 minutes. Per customer, the primary tubes were most likely processed through the closed tube accessing (cta) for the initial run. Customer pipette an aliquot of approximately 0.5ml from the primary tube and re-centrifuges this aliquot in the statspin centrifuge before re-running. Qc is run daily, and all 3 levels were in range before the event. A system check performed in early 2009 passed. There were no flags or event log messages associated with these results. A field service engineer (fse) was dispatched: cta was verified, and no hardware issues were identified. All hardware verification of the lxi instrument passed specifications. No hardware issues were found. The fse discussed this event with the customer and indicated that it was recommended an auto-reflex protocol for high results. The fse also discussed pre-analytical sample handling with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.